Event description:
The customer reported the device can¿t open, which could indicate a failure to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.